Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient reported that on (B)(6) 2023, he was sent to the emergency room (ER) because the cgm display device showed reading of 104 mg/dl, but when manually tested, the bg was 360 mg/dl. He spent 4 days in the hospital receiving unspecified medical intervention. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.